Manufacturer narrative:
(B)(4). Concomitant medical devices: rotating hinge knee left size e cemented option femoral component catalog#: 00588001501 lot#: 65777768 12mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801012 lot#: 65813042 trabecular metal femoral diaphyseal cone, 30mm, small, left catalog#: 00545001730 lot#: 66004342 unknown tibial tray catalog#: ni lot#: ni. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately five months post-implantation due to stiffness. The femoral and insert were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.